Event description:
The device was replaced due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: incorrect rtt (real time telemetry) battery voltage measurements were seen and it was determined this was the result of high internal battery resistance/impedance.